Manufacturer narrative:
Concomitant medical products: dvab1d4 ICD, implanted: (B)(6) 2016. 6935m55 lead, implanted: (B)(6) 2016. Brand name: heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 31-mar-2016, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a display error with "black boxes across the screen" and heard what sounded like a power disconnect alarm. The battery also was reported to have a full charge as seen by the test button, but no charge displayed when connected to the controller and the battery was not recognized by the controller. The controller and battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Functional testing revealed that the controller was able to properly recognize and receive power from the t est batteries. A visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, controller falls within the bounds of this CAPA. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of both integrated circuits was able to remove the flags and resulted in the battery regaining functionality. Additionally, review of internal log files revealed no power source was attached to the power port 1 of controller for the last 3 recorded data points on 17-aug-2020 between 10:30:51 and 10:36:51. If no power source is connected to the controller for more than 20 seconds, then the controller will alarm and display a power disconnect message on the controller display. As a result, the reported "battery not recognized" and "did not provide power" events were confirmed; however, the reported "black boxes across the screen" and power disconnect alarm could not be confirmed during testing. The most likely root of "battery not recognizing and providing power to controller" may be attributed to a communication error between the gas gauge integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. CAPA pr00388907 investigated battery main integrated circuit malfunctions. Even though this CAPA is closed, battery falls within the bounds of this CAPA. A possible root cause of power disconnect alarms can be attributed to disconnection of a power source from the controller for more than 20 seconds. Additional products: d4: (B)(6), d10: yes, return date: 25-aug-2020, h3: yes dev rtn to MFR? Yes, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA method code(s): 10, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.